Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had an irritation with open sores that were bleeding. During follow-up it was reported the irritation looked like a yeast infection. The patient reported being diabetic and having similar issues in the past. The patient's physician advised the patient to air out the irritation. The patient also applied a powder to the irritation. Follow-up indicated that the irritation was improving.